Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure when the mics handpiece handle broke off while cutting the bone. The screw backed out of the bottom of the handle and the gray portion slipped off and fell on the floor. Sterility was maintained by covering the remaining blue portion of the handle with ioban and coban and proceeded with the case.

Manufacturer narrative:
"Reported event: it was reported that a handpiece had screw loose. Issue was noticed during a case and there was 3 minutes case delay and no patient harm. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot# 42050716. (B)(4) were accepted, including serial (B)(4), into final stock on 8/31/16. " device evaluation and results: visual inspection: visual inspection revealed the handle was separated from the unit and the screw was missing. The condition of the bore threads were examined but loctite adhesion could not be confirmed. Per this complaint description the unit was cleaned and autoclaved, so the presence of contaminates at the time of screw installation can not be confirmed. Dimensional inspection: the bore for the screw was measured (tn0638) go and no-go (tn0638) gauge and are failed the no-go. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. A review of complaints related to p/n 209063 shows 4 other complaint related to the failure in this investigation ((B)(4)). Issues for p/n 209063 will be tracked through trend request (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total knee arthroplasty procedure when the mics handpiece handle broke off while cutting the bone. The screw backed out of the bottom of the handle and the gray portion slipped off and fell on the floor. Sterility was maintained by covering the remaining blue portion of the handle with ioban and coban and proceeded with the case.